Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering insulin. It was stated that the customer dropped it and hit it where the tubing connects to the reservoir. It was found in the priming history on (B)(6) 2015 that the customer forgot to fill the cannula dead space after removing the introducer needle. Device was not worn during an MRI but customer is unsure if it was exposed to a strong magnetic field. No motor position encoder error in the history. Troubleshooting not completed due to nurse not having supplies. Blood glucose value was 275 mg/dl. Nothing further reported.